Event description:
Contact reported that pt who was implanted with a concorde bullet vba implant in (B) (6) 2009, experienced post-op pain. Images revealed implant migration. A revision was performed and the surgeon shaved down the cage and was happy with the results. The device remains in vivo.

Manufacturer narrative:
No definitive conclusions can be made at this time. Implant migration is listed as a potential ae within the instructions-for-use supplied with the device. No connection could be made between the event and any shortcoming of the device.